Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump had a cracked screen and intermittent unlocking difficulties, and a replacement device was provided with instructions for device shutdown, data syncing to the mobile app, return shipping, and use of backup therapy due to unreliable delivery and meal announcements on the damaged device. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included uninterrupted therapy management with continued cgm use and successful replacement and return of the original device. Investigation included assessment of the reported hardware damage and logistics tracking of replacement and return. Investigation of this device revealed a screen hardware failure on the original pump, with the display component compromised and not reliable for routine operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage consistent with physical impact or handling.